Event description:
It was reported that a atw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the surgeon engaged the locking lever and then tried to engage the firing lever and it would not fire. Surgeon used a new instrument to complete the case. There was no consequence to the pt.